Event description:
It was reported that the customer received a no delivery alarm. It was stated that the customer experienced high blood glucose to up to 390 mg/dl. The customer has changed the infusion set several times. Customer only wanted to perform the high pressure test and not the entire troubleshoot; test not completed as the customer did not have as tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.